Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the button "3" on the touchscreen was unresponsive when pressed, and the touchscreen would randomly take the customer back to the home screen. Troubleshooting with tandem technical support was performed, and the touchscreen was functioning as intended. Customer's had elevated blood glucose levels (355 mg/dl) and diabetic ketoacidosis. Reportedly, customer went to the hospital and received an insulin shot from a nurse to stabilize blood glucose levels. Customer was not admitted to the hospital. Reportedly, blood glucose levels became stabilized.